Manufacturer narrative:
Device (sample) was available for evaluation and returned to the manufacturer. Fiber broke at proximal end of housing. This is default text configured for block h10.

Event description:
Broken fiber noted laying on top of tumor fiber withdrawn from tumor/broken fibre/ distal tip of fibre detached post 500 sec tx [foreign body in respiratory tract] broken fiber noted laying on top of tumor fiber withdrawn from tumor/broken fibre/ distal tip of fibre detached post 500 sec tx/fiber broke at proximal end of housing [device breakage]. Photofrin use renal ca mets to lung [off label use]. Case narrative: case number (B)(4) is a spontaneous report received from physician via medical information department (advanz pharma) (reference ID: (B)(4)) on 20-mar-2025 and additional information received on 24-mar-2025. This report refers to 52-year-old adult male patient who had foreign body in respiratory tract due to device breakage (broken fiber noted laying on top of tumor fiber withdrawn from tumor/broken fibre/ distal tip of fibre detached post 500 sec tx/fiber broke at proximal end of housing) following treatment with photofrin and optiguide fiber optic diffuser. The patient's medical history, historical medications, concurrent condition, and concomitant medication were not reported. On an unknown date, the patient was started on photofrin 2 mg/kg via unknown route for metastatic renal cell carcinoma and lung cancer metastatic (renal ca mets to lung) (batch no and expiry date: not reported). It was reported that on 20-mar-2025, flexible fibre pb710 was used by fellow under direction doctor. Fibre was placed into tumour of treatment (tx) was done for full 500 sec. When fibre was removed, tip was noted laying prox. To tumour (batch no: di 24048, expiry date: 10-oct-2029), no bronchial burning of bleeding was noted. 2nd fibre pb210 (batch no: dh 23045 expiry date: 19-oct-2028) (back up fiber) was used for 180 sec. Concern fibre (pb710) was broken, distal tip of fibre detached post 500 sec treatment. For pb710: laser serial no: (B)(6), unique device identifier (UDI): (B)(4). There was fiber failure but no laser failure, backup fiber (pb210) was used. Calibration due date would be 31-jan-2026. Upon follow-up, complaint analysis and response was received. Analysis: distal tip of outer housing for fiber came off including the epoxy, brass heatsink, and silver reflector rod. Possible causes: it is difficult to determine the cause of this failure. As a precautionary course of action, lp will review and retrain operators per the current production process to insure all steps are executed correctly, including cleaning procedures, application of epoxy, testing, and inspection. From a user perspective it is suggested that the customer review the IFU for proper instruction, usage, and warnings regarding the application of the device. Laser peripherals strives to meet all customer's expectations and needs through 100% testing of product before it leaves the manufacturing facility. We constantly try to maintain an adherence to quality and the safety and efficacy of our products. We understand the inconvenience and difficulties that problems in the field can cause. We hope this analysis has helped and we are taking steps to improve our own processes. If you need further assistance or want to discuss the findings, please call customer service at the number in the letterhead. The patient's treatment medication and lab test were not reported. At the time of this report, the outcome of the events foreign body in respiratory tract, device breakage and off label use was unknown. Action taken with photofrin was unknown. De-challenge and rechallenge results were not applicable with respect to photofrin. This case is considered to be non-serious for the events foreign body in respiratory tract, device breakage and off label use. The reporter assessed the events foreign body in respiratory tract and device breakage to be unlikely related to photofrin and possibly related to optiguide fiber optic diffuser (device) whereas event off label use to be possibly related to photofrin and optiguide fiber optic diffuser (device). Consent to follow up with the reporter was not reported. Query response received from medical information department on 01-apr-2025 and confirmed that product sample was available for return. Follow-up information was received on 24-jun-2025 with complaint analysis and response (B)(4), RMA-2159. Additional information received: complaint possible cause and reference numbers were added. Event verbatim updated. Narrative incorporated accordingly. This report is being submitted in response to CAPA provided for the 483 during the recent inspection by usfda. Case comments: the case is assessed as non-serious and unlisted as per the company rsi. This case involves a 52-year-old male patient who experienced the presence of a foreign body in the respiratory tract during photodynamic therapy (pdt) with photorin and the optiguide fiber optic diffuser (pb710) for metastatic renal cell carcinoma with lung metastasis due to device breakage (detachment of the fiber tip). The company considered the event of device breakage and foreign body in respiratory tract to be unlikely related to photofrin (porfimer sodium) drug, as per the who causality classification system as event was reported with device. The company considered the event of off label use to be possibly related to photofrin (porfimer sodium) drug, as per convention. The case is assessed as non-serious and unlisted as per the company rsi. The company considered the event of device breakage and foreign body in respiratory tract to be possibly related to optiguide fiber optic diffuser, as per the who causality classification system as the contributory role of the device cannot be excluded in view of the plausible temporal association, suggesting potential procedural or mechanical involvement. As per the pqc investigation it is difficult to determine the cause of this failure but as a precautionary course of action, the company will review and retrain operators per the current production process to ensure all steps are executed correctly. The company considered the event off label use to be possibly related to optiguide fiber optic diffuser, as per convention. Based on the available information, there is a potential to cause serious injury if the incidents were to recur.